Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of (B)(6); the lot number provided was incorrect. The feedback provided by the customer states that, "when the nurse opened the regulator after connecting the connector to the infusion set and found a leak." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
It was reported that the bd maxplus positive pressure connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: when giving the patient an infusion on (B)(6) 2024, the nurse connected the connector to the infusion set and opened the regulator and found leakage. The patient was replaced and continued to use the device without causing any harm.

Manufacturer narrative:
A mp1000 china product was not available for investigation of (b)(; the lot number provided was incorrect. The feedback provided by the customer states that, "when the nurse opened the regulator after connecting the connector to the infusion set and found a leak." Further information from the customer has stated that leakage was discovered immediately after connection and the connected products were a weigao infusion device and the blood transfusion device, manufactured by tianyi medical. The connecting products were connected with the luer connector by luer slip connection. Moreover, no physical damages were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
No additional information.